Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the left ventricular lead had a loss of capture. It was confirmed that the lead had dislodged into the atrium. The lead was explanted and replaced and there were no patient consequences.